Manufacturer narrative:
Continuation of concomitant: 2187-85 lead implanted (B)(6) 2004; dtba1d1 ICD implanted (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The lead was reprogrammed and was later capped and replaced. No patient complications have been reported as a result of this event.